Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the stent was placed at the leakage and the clip was used to fix the stent. The clip was then able to grasp and lock onto the tissue but failed to release from the catheter to deploy. The procedure was completed a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with one of the clip arms bent. It was observed that the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Microscope examination was performed, and it was noted that the clip wings were not inside of the capsule windows, indicating that the first activation had not been performed and no issues found on the bushing. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. A dimensional examination was also performed between the hooks of the bushing, and both sides a and b were within specification. Further analysis were performed on the bushing tabs, and both sides had different measurements. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the stent was placed at the leakage and the clip was used to fix the stent. The clip was then able to grasp and lock onto the tissue but failed to release from the catheter to deploy. The procedure was completed a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.